Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was undetermined. If additional relevant information is received, a follow-up will be sent.

Event description:
It was reported that a high drain error 106 (drain #6) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2013 07:46:41. This alarm indicates an iipv event. No additional information is available.